Event description:
Customer reported she was hospitalized over the weekend due to high blood glucose. Customer stated that the cannula on the infusion set was bent. Blood glucose value is unknown. Customer reported that she received a no delivery alarm. The alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.